Event description:
Reporter alleged discrepant back to back blood glucose results of 370 mg/dl versus 174 mg/dl when testing was performed 1 minute apart on the active system. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. The active system: meter with active strip lot 22927032 and expiration date of 03-31-07.

Manufacturer narrative:
The suspect product is the active test strips.